Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and thick leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported cds/stabilizer related issue of difficulty sliding the cds in the stabilizer (physical resistance/sticking) cannot be determined. The reported slda per the physician was due to a very large heart and a large annulus (patient conditions). There is no indication of a product issue with respect to manufacture, design or labeling.